Event description:
The hcp reported that they were able to aspirate drug but unable to inject drug into the pump reservoir at refill. No pt symptoms were reported. The pump was used to deliver morphine and was replaced. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear, manufactured beginning 09/1999. Physician communication (dates august 2007). Pump motor stall has not been confirmed in this device.